Event description:
It was reported the lead was producing 'poor impedance numbers'. It was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was producing 'poor impedance numbers'. It was explanted and replaced. Additional information received states patient received inappropriate shocks. Patient also received shocks during physical activity. Chest x-ray was "not remarkable." ICD was tested and showed multiple artifact and "abnormal lead impedance." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned.